Event description:
It was reported that an xact stent was implanted in the right internal carotid artery on (B)(6) 2011. After removal of the emboshield nav 6 embolic protection filter, an angiogram demonstrated no flow in the artery, which was thought to be vasospasm or dissection. The patient was treated with intra-carotid verapamil and nitroglycerin to treat possible vasospasm. However, a false lumen was discovered with an attempt to cross the stent with a whisper wire, indicating that a dissection had occurred. A multi-link and an xact stent were then implanted successfully to treat the dissection distal to the index xact stent. After the dissection was covered, a distal edge lesion was noted and was treated successfully with a multi-link ultra stent. The patient remained stable throughout the procedure and was discharged the following day. On (B)(6) 2011, 10 days after the index procedure, the patient was seen at the emergency department reporting dizziness associated with left-sided weakness and slurred speech, but these symptoms resolved after arriving at the emergency department. Head CT was negative, and carotid ultrasound showed patent carotid stents. The patient was noted to have some hypotension during the hospitalization and the anti-hypertensive medication was held. No other treatment was provided, and the patient was discharged the following day with a diagnosis of transient ischemic attack. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effects of dissection, weakness, dizziness, neurological deficit/dysfunction, hypotension, ischemia and tia, are listed in the xact stent system instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.